Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for assistance in gathering data subsequent to a patient death. It is not known if the device was a factor in the death. A patient death occurred on (B)(6) 2016.

Manufacturer narrative:
The customer reported in november that a patient death had occurred on (B)(6) 2016 and they now needed assistance with retrieval of electrocardiograms and blood pressure values. The customer did not allege that the product was a factor in the death and did not allege any alarm failure or other product malfunction. The customer was calling to attempt to gather data retrospectively which was no longer available due to the passage of time. No onsite evaluation of the product was requested or performed and no further calls were logged by the customer related to this occurrence once it was determined that the stored data was no longer present in the system. The issue is not consistent with any product malfunction and the provided data does not support that the device was alleged to be or was found to be a factor in the death.

Event description:
The customer contacted philips with a request for assistance in gathering data subsequent to a patient death. The customer called in november referencing a death that had occurred on (B)(6) 2016. It was not indicated whether or not there was any allegation that the device was a factor in the death.